Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced shocking through their back and private area. Patient stated they couldn't sit down or do anything. It was confirmed stimulation was on during the call, stimulation was turned off and this did not stop the sensation. It was also reported the patient experienced a return of symptoms and had to start catheterizing again on (B)(6) 2017. Patient was redirected to their healthcare provider and it was reviewed to keep stimulation off since the stimulation should not be uncomfortable and this should be discussed with the healthcare provider. No further complications were reported or anticipated.